Manufacturer narrative:
The device was discarded and will not be returned for eval. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot qualification records were reviewed, as the product lot number was not provided.

Event description:
The customer's father stated that the customer's blood glucose level was high (greater than 500 mg/dl). They called their nurse and were advised to take off the pod. When the customer's father removed the pod, he noticed that the cannula had dislodged from the infusion site. No scent of insulin or wetness was noticed. The pod was discarded. The customer's blood glucose level dropped down to 140 mg/dl an hour after a new pod was placed.